Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd1, dianeal pd4 unknown bag, and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, during a call with baxter customer services the patient stated that he experienced peritonitis. It was not reported whether treatment was rendered, if the patient was hospitalized, if the peritonitis resolved or if dianeal pd1, dianeal pd4 unknown bag or extraneal viaflex therapies were ongoing. The consumer did not provide a statement of causality for the event of peritonitis and the relation to dianeal pd1, dianeal pd4 unknown bag, and extraneal viaflex therapies.